Event description:
The lay user/patient called lifescan (lfs) in 2008 and alleged that her one touch ultra meter was not powering on. The medical affairs specialist is classifying the complaint based on available information, as the patient could not be contacted by phone to obtain additional information. According to the patient, the reported issue started on three days earlier at around 1:30 pm. The patient reported of feeling cold and sweaty sometime after the reported issue. She denied of receiving medical intervention due to the reported issue. She was not tested on another device at the time of concern. It would have been helpful to know her diabetes care regimen, was she able to test her blood sugar on another meter during the issue, how much medication was she taking during the issue, what treatment did she provide to herself to treat her symptoms, any blood sugar readings received during the issue, etc. The customer service agent (csa) discovered that the patient was using expired test strips. The csa also verified that there was no misuse of the products, the condition of the battery contacts was good, the batteries were correctly installed and the meter was not downloaded recently. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the patient claimed of not being able to power on the reported meter and later, developed sweatiness and cold, symptoms which can be associated with severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If the products will be returned, lifescan will evaluate them and, if they do not pass inspection, lifescan will inform FDA of the results in a supplemental report.